Manufacturer narrative:
Only the connector portion of the lead was returned in one piece for analysis. The damage found was sustained during the procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 2017865-2020-17142, related manufacturer reference: 2017865-2020-17144. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was cardiac arrest, myocardial infarction. No further information could be obtained.